Manufacturer narrative:
Additional information: medtronic received information that the zeiss microscope was repaired and functionality was restored.

Manufacturer narrative:
Onsite functional and visual examination was performed. No fault was found. The system passed a system checkout and was found to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement. It was reported that the surgeon was unable to see the hud in their microscope after upgrading software. A representative tested the pentero with another system at the site running cranial 2.2.7 and there was no hud injection from this system either. Confirmed multivision settings for navigation were turned on. When the representative pressed the multivision button on the hand-grip the screen in the oculars went black. Attempted to open and start a new calibration, progressed to the video injection section of the calibration and still no hud in the ocular. Selecting the right and left arrows on the microscope hand-grip cycled through the views on the stealth s7 system software and navigation task was actively tracking the microscope head when the representative moved it up and down.procedure was completed without impact to patient and there was no delay to procedure.